Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 32mm amplatzer septal occluder was chosen for implant using a 13f amplatzer trevisio delivery system. During the procedure, while deploying, the physician noted that the occluder conformed into cobra-like deformation. The occluder was released outside and when attempted to release again outside the occluder conformed into cobra deformation even after three attempts. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. A second 32mm amplatzer septal occluder was chosen for implant using the same delivery system and when deploying the new occluder, it conformed into cobra deformation. The physician later released it outside the body and attempted to release twice outside the patient's body and the occluder was still deformed into cobra. The physician, then manually reshaped the occluder to restore to its normal configuration and after two successful releases outside the patient's body, it was implanted into the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. The reported improper or incorrect procedure or method is related to the device being implanted after an unsatisfactory recapture and redeploy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.